Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured into two pieces at the first flex joint closet to the chuck end. Both pieces were returned. The device was manufactured in 2005 and exhibits signs of extensive wear/ usage. The fracture most likely occurred in overload. An overload fracture can occur if the mechanical loads applied to the reamer shaft exceed the strength of the material. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during reaming, the device was broken. No delay or injury reported. No back up device available specified.